Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 2 weeks ago, pt went and charged ins fully as usual and after charging saw the "stimulation is off" message on the therapy screen . Pt does not believe ins battery went low enough to turn off and did not turn stim off himself. It was recommended to monitor charge level and track any future events with notes about ins battery level before charging and activities/buttons pressed.